Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Analysis of the recharger. Product ID 97755 , serial# (B)(6). Found they weren¿t able to replicate the rm03 error code or the rtm getting hot while testing however the rtm was scrapped due to failing at plexus but passed on bench testing. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported for that a week or two ago they noticed that the recharger (rtm) was getting warm while charging their implant. Pt said that today while charging their implant a "system problem rm03" message appeared on their controller. An email was sent to the repair department to replace the rtm. No symptoms or patient complications were reported.